Event description:
It was reported that the patient was admitted in hospital between (B)(6) 2025 - (B)(6) 2025. The patient was seen for vascular issues in clinic prior to admission. The patient passed away (B)(6) 2025. The cause of death was unknown. There is no known allegation from a health professional that suggests that the death was due to the device/system. Further information was requested from the clinician but was not provided.